Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during predilatation of the mildly calcified lesion in the superficial femoral artery, the fox plus balloon ruptured at 4 atmospheres during the first inflation. The catheter was removed. A non-abbott stent was deployed and the procedure was completed. There was no adverse pt effect. There was no additional info provided.